Manufacturer narrative:
This report is submitted on (B)(6) 2024.

Event description:
Per the clinic the device was explanted on (B)(6) 2024 due to poor performance. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on (B)(6) 2024.